Event description:
One endeavor sprinter over the wire (otw) drug eluting stent was implanted during index procedure; in first obtuse marginal. Approximately 1 week post index procedure patient presented to hospital for chest pain after hemodialysis and cardiac consultation was obtained. It is reported that the patient refused treatment during hospitalization. Patient continued with treatment, coronary artery disease unresolved. Approximately 3 weeks post index procedure patient presented with sob and rt-sided pleural effusion requiring thoracentesis was identified. Patient refused thoracentesis and expired one day later. Investigator has indicated that the event was not related to mi and there was no evidence of stent thrombosis.

Event description:
Cause of death verified by hospital record as cardiac arrest.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results - (death).

Event description:
The investigator has indicated the previously reported cardiac arrest was possibly related to the study device.